Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that 30k fsi-sli-fg-1000 ins,pkd no water flowing through and insert gets very hot. No injury occurred.

Manufacturer narrative:
There is not enough information to perform DHR review. Insert was not received. Lot number provided for this complaint does not match cavitron insert lot numbering. No further evaluation can be performed.